Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during a procedure performed on an unknown date. During the procedure, the exalt scope lost visualization and the screen went black. The event occurred during withdrawal, when the scope was still inside the patient. The procedure was completed with the exalt scope. There were no patient complications reported as a result of this event.